Event description:
It was reported that a patient underwent an unknown spinal reduction procedure. It was reported that the "patient developed a hematoma caused by the rupture of an artery close to the ribs. As there was no evidence of penetration through the ribs, etc. Doctor thinks that this was caused by the trocar on the rod insertion device. Chest drain treatment was provided as a result of this event."

Manufacturer narrative:
(B)(6). (B)(4).